Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that doctor removed entire deep brain stimulation system today due to skin erosion at burr hole site. No infection was reported. No other symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the consumer was planning on having another dbs system implanted later. No further complications were anticipated.